Event description:
It was reported that the locking mechanism on the uniform poly was defective. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.